Event description:
It was reported that a transfer set disconnected from the patient line of a cassette while the patient was sleeping. This occurred during fill three of four of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing found during troubleshooting that could have caused or contributed to the reported event. The technical service representative (tsr) assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable transfer set was identified. As the sample was not returned, a device evaluation could not be performed. The reported connection issue could not be verified and a cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.